Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked with no power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 15-jan-2019 with the following findings: on examination, the battery compartment was confirmed to be cracked as alleged by the reporter. The battery cap that was returned with the pump had stripped threads and was unable to secure properly to the pump to power up the pump. With the damaged battery cap in place, the power issue was duplicated. A test battery cap was able to secure to the pump and maintain electrical connection to power up the pump. The pump was then exercised for 12 hours without any interruption in power. Investigation duplicated the power complaint due to the damaged battery cap. Unrelated to the original complaint, the display screen was noted to be dim/discolored.